Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The customer reports that the cut level is more thick on one side that the other one. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4)was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 28 january 2019, the device was noted to have been previously repaired once for the device not functioning reported on 17 august 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 28 january 2019, it was reported from chru lille that a dermatome was cutting more thick on one side than the other. Evaluation of the device on 22 february 2019 noted that the device was out of calibration at the zero setting and that the control bar was not in the correct position. The motor was further noted to have run below motor speed specifications. Repair of the dermatome occurred on 10 may 2019 and involved recalibrating the device and readjusting the control bar to the proper setting as well as replacing the motor, power switch, and power cord. The technician then tested and verified that the device was functioning as intended, and then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the control bar was out of position, which would cause the blade to not sit flush on the device and therefore allow the dermatome to take a deeper cut than intended, it cannot be determined from the information provided as to what allowed the control bar to fall out of position. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.